Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open red and white wires on the distribution node pca board. The root cause for the wires broken from the board could not be positively identified. No adverse event resulted from the open wires. The pt received a replacement electrode belt.

Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The pt's electrode belt failed incoming functionality testing. The pt was issued a replacement electrode belt.